Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Post market vigilance (pmv) led an evaluation of one device. The retaining pin thumb button was broken from one side of the stapler. The visual inspection of the returned product noted the stapler was loaded with a sulu. The sulu contained a full complement of staples. The sulu and stapler were applied to the test media. The jaw closed smoothly, the retaining pin advanced fully, and the handle actuated smoothly into pre-clamped and clamped positions. Acceptable staple formation was observed on test media. The jaw opened, handle unlocked and retaining pin retracted when black release button was depressed. Based on these observations, it is concluded that the device met our specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Since the device was returned with a full staple complement, we were not able to confirm the report of no staples in the device. The root cause for the broken pin slide button was determined to be excess force placed on the device while advancing the retaining pin. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open gastrectomy procedure. The stapling device was being used to set up the esophagus. There were no staples in the device. After firing on the esophagus, it was not stapled. The surgeon did not cut the tissue thinking that the staples had deployed. The handle returned to the open position following the first full squeeze of the handle. The handle remained in the closed position following the second complete squeeze of the handle. Full and complete squeezes of the handle were performed. There was temporary injury as a result of the event, a hematoma. There was tissue damage as a result of the problem, hematoma at the esophagus. There was no unanticipated tissue loss or additional patient harm. In order to resolve the issue and complete the case, the anastomosis was done by hand. The patient has undergone chemotherapy or radiation treatments. The patient status is alive, no injury.